Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to be removed from the header of the pacemaker due to a stuck setscrew. No intervention was performed. The patient was stable.